Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was alarming no delivery. Customer's blood glucose was 300 mg/dl. Troubleshooting was performed on the insulin pump and the issue was resolved by changing out the reservoir. Customer was advised to return the reservoir for analysis. Customer agreed to the reservoir for analysis.